Manufacturer narrative:
(B)(4). Batch # m9121r. The analysis results of the er320 found that it was received with the lockout mechanism prematurely activated. Upon inspection the jaws were found to be misaligned. In an attempt to replicate the reported incident, the lockout was broken during analysis. Upon testing, the device was cycled, fed, and formed 16 scissored clips due to the misaligned condition of the jaws. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted with the internal components that would have been caused the premature lockout. No conclusion could be reached as to what may have caused this condition. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device did not fire when the doctor tried to deploy the ligaclips. It was unknown how the procedure was completed. There were no adverse consequences for the patient reported.